Manufacturer narrative:
All available information was investigated and the reported clip open during efaa, clip jumping, and inability to close clip could not be tested via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open during efaa, clip jumping, and inability to close clip.the reported patient effects of tissue injury is listed in the eifu (electronic instructions for use) and is a known possible complications associated with mitraclip procedures. The reported tissue injury could not be determined. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the clip was successfully placed laterally at the anterior-2/posterior-2 location. While establishing the final arm angle testing (efaa) the clip jumped opened to 120 degrees. There was potentially a torn chordae medial to the a2/p2 grasping location. The clip was inverted into the left atrium (la), troubleshooting was preformed but the clip was unable to close more than approximately 45 degrees. A snare was advanced through the femoral vein and it was able to lassoe the undeployed clip. They were able to basket snare the clip and remove it through the femoral vein. They were then able to successfully implant two mitraclips. The final mr was grade 3+. There were no adverse patient effects or clinically significant delay reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.